Event description:
No additional information received. Material# 305180, batch# 3299752. It was reported by customer that we are having an issue with the 18g x 11/2 blunt draw needles. Randomly, part of the medication stoppers are coming off and become a ¿floater¿ in the medication. (It looks like a fleck of pepper) it doesn¿t happen every time and so far it has been with the blunt draw needles that come in the premade cardinal trays for msk. I have the 2 ¿specks¿ from today. One I have isolated on a piece of tape and the other is still in the syringe. Verbatim: rcc received a complaint via email. We are having an issue with the 18g x 11/2 blunt draw needles. Randomly, part of the medication stoppers are coming off and become a ¿floater¿ in the medication. (It looks like a fleck of pepper) it doesn¿t happen every time and so far it has been with the blunt draw needles that come in the pre made cardinal trays for msk. I have the 2 ¿specks¿ from today. One I have isolated on a piece of tape and the other is still in the syringe. Mfg. Sku number: 305180. Investigated component lot number: 3299752.

Manufacturer narrative:
(B)(4) follow up: it was reported part of the medication stoppers are coming off. As the unit reported was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, a 10ml syringe was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed in the syringe that could be related to the defect reported. A device history record review was completed for provided material number 305180, lot 3299752. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical needle sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 305180 batch# 3299752 it was reported by customer that we are having an issue with the 18g x 11/2 blunt draw needles. Randomly, part of the medication stoppers are coming off and become a ¿floater¿ in the medication. (It looks like a fleck of pepper) it doesn¿t happen every time and so far it has been with the blunt draw needles that come in the premade cardinal trays for msk. I have the 2 ¿specks¿ from today. One I have isolated on a piece of tape and the other is still in the syringe verbatim: rcc received a complaint via email. Email(s) attached. We are having an issue with the 18g x 11/2 blunt draw needles. Randomly, part of the medication stoppers are coming off and become a ¿floater¿ in the medication. (It looks like a fleck of pepper) it doesn¿t happen every time and so far it has been with the blunt draw needles that come in the pre made cardinal trays for msk. I have the 2 ¿specks¿ from today. One I have isolated on a piece of tape and the other is still in the syringe mfg. Sku number: 305180 investigated component lot number: 3299752.